Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving compounded baclofen (2000 mcg at 340 mcg) via an implantable pump. It was reported that the critical pump alarm was sounding.  Interrogation of the pump showed a motor stall. The patient was admitted and receiving oral drugs.  The patient experienced no symptoms and patient was well.  There were no known environmental/external/patient factors that may have led or contributed to the issue.  The issue was not resolved as of (B)(6) 2021.  The patient was without injury regarding their status as of (B)(6) 2021.  No surgical intervention was planned.  The patient's age and body weight were unknown or would not be made available.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The implant date of the pump was unknown. The pump was replaced last week. The issue / patient having been hospitalized had been resolved. The pump was to be collected and returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a foreign healthcare provider via a company representative. The pump log showed a motor stall occurred on (B)(6) 2021. The patient was in the hospital on (B)(6) 2021. Oral baclofen was given, and the pump alarm had started again. The pump alarm had been silenced the day following the stall, but on (B)(6) 2021 the stopped pump period may exceed tube set message was seen. At the time the logs were retrieved, the pump had not yet recovered from the motor stall. The reservoir volume was noted as having dropped from 5.7 on (B)(6) 2021 to 5.2 ml on (B)(6) 2021, i.e., the pump had delivered 0.5 ml. It was being considered however that the pump was not able to detect the real volume in the reservoir, which would explain why the volume dropping 0.5 ml in a few days were seen. It was further reported that the patient had experienced some baclofen withdrawal effect according to a physician and the patient had now been stabilized via oral medication. It was being considered that the pump was still in motor stall and was not in telemetry mode. The patient was noted as apparently not having been exposed to strong electromagnetic interference or magnet. The physician wanted to replace the pump with new. They planned to empty the pump reservoir and catheter but may not stop the pump as they want the pump to be investigated further. The pump was planned to be replaced in the next week.